Manufacturer narrative:
UDI not available at the time of filing. Device manufacture date is not available at time of filing. A medtronic representative went to the site to test the equipment. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that intra-operatively, when registering the patient, the site got a registration value of 2.7 while tracing initially. The surgeon wanted to add more points to lower that number and when the surgeon traced more, the system wiped the registration and gave dashed lines for the metric. The surgeon restarted the trace and was able to get a 2.2 registration value. The system became completely unresponsive and the site restarted the system. Once it was brought back up the registration value jumped to 79.2. The site went into navigation and went back to registration to open the registration history and there was only one attempt. The surgeon selected this attempt and the registration value dropped to 2.2. The surgeon completed the procedure using this registration and the navigation system. Surgical time was extended by less than one hour and there was no reported patient impact.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.